Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The device memory showed the battery indicator signifying that it is time for device replacement. Recommended replacement time (rrt) (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device had premature battery depletion. The device was explanted and replaced. No patient complic ations have been reported as a result of this event.